Event description:
On (B)(6) 2014, a (B)(6) customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument.

Manufacturer narrative:
The customer did not return any site product to the immucor laboratory for investigation. The immucor laboratory tested the retention product with known anti-kpa reagent on (B)(4) 2014 and that retention product performed as expected.